Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) after the cartridge was filled with 250 units and multiple cartridge alarm 16 (delivery request fail) alarms occurred with multiple cartridges during the load process. The user's blood glucose (bg) level was 441 mg/dl and the cause was unknown. The user addressed bg level with a manual injection. Review of pump data confirmed that the basal rate of 10 units/hour was changed immediately after the pump was unlocked. It was confirmed that the user had alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported alarms were identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.